Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, while using the "fast-fix 360", the t fractured. The procedure was successfully completed without delay using a smith and nephew back up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H3, h6: ¿the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and only anchors were returned. The suture and anchors were detached from the device. T1 appears to be bent. There was nothing remarkable about t2. T2 was intact. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image appears to show a fast fix 360 distal needle tip and a suture with both anchors attached. One of the anchors appears to be deformed. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. A review of the raw material documentation, peek-optima lt 3 injection moldable polymer, found a material certificate of analysis is required. Additional material testing is not required. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, while using the "fast-fix 360", the t2 fractured. All the broken pieces were retrieved with tweezers. The procedure was successfully completed without delay using a smith and nephew back up device. No other complications were reported.